Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the piece that fell out during firing? --- no information. Is the piece being returned with the device? --- no information.

Event description:
It was reported that during an open sigmoidectomy, the firing force was higher than expected at the 4th firing of the functional end to end anastomosis. Also, a foreign matter came out. The deployed staples were slightly malformed. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54296. The analysis found that one sc60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60w, (B)(4) was received fully fired and with cartridge deck damage. Cartridge (c) ecr60w, (B)(4) was received fully fired and in good visual conditions. In addition the knife was inspected under magnification and nicks were found. The found damage on the cartridge (b) deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the found conditions of the knife. It should be noted that during manufacturing the devices are test fired 100% and in some cases component friction can result in small shavings ejecting from the device after packaging during transit. A batch record review was performed; a defect was found during the manufacturing of this batch but was not related to the event description.